Event description:
Information was received from a healthcare provider and a consumer via company representatives regarding a patient receiving prialt/ziconotide (25 mcg/ml at 4.5 mcg/day) via an implanted pump. The patient reported that they never got pain relief after implant. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient stated that they never fell or had anything happen to them. They got the pump and never got the same relief that they did during the trial. A catheter dye study was done on an unknown date. On (B)(6) 2025, the patient was taken to surgery, and another dye study was done in the or (operating room) to see if anything changed and if it didn¿t, they were going to revise the catheter at the proximal site or replace the entire catheter if needed. The surgeon opened the pocket and saw a fixate suture around the catheter that another physician had used during the implant procedure. The fixate device was used in addition to the anchor that came with the catheter to secure the catheter on the body of the catheter above the anchor. The surgeon said that the suture around the catheter at the strain relief loop appeared to have kinked the catheter because he couldn¿t aspirate from the catheter access port until he cut and removed the suture. Just to be safe, he replaced the proximal segment of the catheter even though it flowed freely after removing the suture because it had been kinked for so long, but there was no apparent damage to it. The revised catheter aspirated with ease and everything flowed smoothly. The problem was considered fixed as the catheter was no longer kinked and the drug was reaching the csf (cerebrospinal fluid), and it may not have previously. The patient was well and went home the same day. The pump dose was dropped from 4.5 mcg per day to 2.0 mcg a day as requested by the managing physician. The issue was noted to be resolved, and it was indicated that the healthcare providers had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.